Manufacturer narrative:
(B)(4). One used forcefx8cs generator was received for evaluation. The investigation of the returned unit did not identify anything that would have caused or contributed to the reported event. The unit tested satisfactorily and within specifications. A review of the device history records for this unit found no entries potentially pertinent to the customer's report.

Event description:
The customer reported that the forcefx8cs generator was in use for an emergency c-section, during which the patient was burned. As the patient was being closed up, the doctor was using a non-covidien pencil with the generator to seal some areas. The surgeon reportedly used surgical alcohol at the same time, and the alcohol ignited and burned the patient. The degree/severity of the patient's burns is not known, and information concerning the treatment of the burns was not provided. No further information concerning this incident is available from site.